Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through design analysis. Analysis found that the behavior described was the intended behavior of the software. Analysis found the software to be functioning as designed. No parts returned for analysis. Issue resolved on call. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device event occurring outside of a procedure. It was reported the microscope was recently worked on. When "the hud" was selected, the "injected image" was cut-off by a third. The resolution settings of the navigation system were verified. Restarting the microscope was stated to have then resolved the reported issue. There was no patient present when this issue was observed.